Event description:
On the (B)(6) a PICC was placed using 3cg. The 3cm was left out of the patient after getting max p. After placement within 30 min patient was put on their side and went into v-tac. X-rays were ordered to confirm PICC placement. The reading physician suggested pulling back the catheter. The catheter was pulled back 4cm. V-tac stopped after repositioning the PICC line.

Manufacturer narrative:
MFR became aware of an event where a pt experienced an arrhythmia approximately 30 minutes after successful placement of a PICC using 3cg technology. In addition, it was indicated by the facility that no arrhythmias were noted by the PICC nurse or by telemetry monitoring during the insertion procedure. Allegedly, the arrhythmia was noted or telemetry in the ICU when the pt was repositioned "put on their side". Despite repeated requests, the telemetry info has not been provided by the facility. According to the provided info, the PICC was placed and the 3cg printout indicates a normal rhythm with pmax at placement. No other telemetry demonstrating an arrhythmia was provided for review. Confirmatory chest x-rays were taken after the arrhythmia was identified and according to the facility, the radiologist suggested retraction of the PICC line 4-5 cm. It is reported that the pt's arrhythmia subsided after retraction of the PICC line. The chest x-rays provided for review are not time-stamped nor offer a clear indication that the PICC was indeed retracted. Based on the info provided, the PICC line was placed successfully and not until sometime after, when the pt was repositioned, did the arrhythmia occur. The device's indications for use warns that migration of the PICC tip into the right atrium may lead to arrhythmia. Therefore, although a definitive root cause for the arrhythmia cannot be determined, it is reasonable to suggest that the repositioning of the pt may have contributed to the PICC tip migrating into the right atrium causing the arrhythmia. A lot history review (lhr) of rexh1416 showed other similar product complaint(s) from this lot number.